Manufacturer narrative:
(B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implant. However, the regurgitation in this case was likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included cad, hld, chf, and dyslipidemia. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from a patient with a 21mm pericardial aortic valve that their valve was leaking after an implant duration of one (1) year, six (6) months. The patient was notified by their surgeon that they will require valve replacement. Per the progress notes, an aortic root angiogram from (B)(6) 2018 showed severe aortic regurgitation (ar). The patient will follow-up with cardiologist for possible valve-in-valve.

Event description:
The patient has been scheduled for a valve-in-valve procedure due to severe aortic stenosis and moderate to severe aortic regurgitation.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to this event. The subject device is not available for evaluation, as it remains implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.

Event description:
Additional information received indicated that the patient was discharged home on pod #3 in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: additional information was received and the following section(s) was updated.

Event description:
Additional information received indicated that this patient with the 21mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of one (1) years, nine (9) months due to severe aortic stenosis, severe aortic regurgitation, and paravalvular leak (pvl). The tavr procedure was performed successfully with a 23mm edwards transcatheter valve.